Event description:
Initial info was received on (B)(6) 2013 from a consumer. This female consumer used colgate 360 surround manual toothbrush and "the back part of the brush came off while she was cleaning her teeth". She reported that part of the brush almost got stuck in her throat which caused her to panic as she almost choked on it. She began using the toothbrush on an unk date (frequency not specified). Subsequently, she experienced the event on an unk date. At the time of this report, the action taken with the toothbrush and the outcome of the event was unk. This case is ref. As (B)(4).